Manufacturer narrative:
Image review: three static images were provided for review. The patient¿s executive summary was not provided for anatomical review therefore it is not possible to confirm minimum vessel diameters. It was reported that the patient¿s femoral and iliac arteries had stenosis and stents were implanted. Images show that the delivery catheter system (dcs) interacted with the peripheral stents causing dislodgement of the stents and damage of the dcs. It was reported that the procedure was aborted, and the patient underwent surgery. The medwatch for the dcs referenced in the image review provided in h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had stenosis throughout the femoral and iliac stents which had been treated with coated stents. While advancing the delivery catheter system (dcs), this caused both the stents to migrate over the dcs and guidewire. The aortic stent detached and became stuck in the iliac artery stent. The dcs became damaged and the system needed to be replaced. Thrombosis at the level of the abdominal aorta was reported as the stent became compacted. The patient underwent surgery. Additional information was received that the protrusion was noted after insertion into the patient. The minimum diameter of the access vessel was 4.2/3.5 mm but was previously treated with a stent. A 14 french medtronic (sentrant) external introducer sheath was used for the procedure. There was difficulty inserting the dcs and it would not pass the abdominal aorta. A procedural delay occurred as a result of the protrusion. Surgery was performed to remove the thrombosed aortic stent. A new valve was implanted. The patient died after the third surgery.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had stenosis throughout the femoral and iliac stents which had been treated with coated stents. While advancing the delivery catheter system (dcs), this caused both the stents to migrate over the dcs and guidewire. The aortic stent detached and became stuck in the iliac artery stent. The dcs became damaged and the system needed to be replaced. Thrombosis at the level of the abdominal aorta was reported as the stent became compacted. The patient underwent surgery. Additional information was received that the protrusion was noted after insertion into the patient. The minimum diameter of the access vessel was 4.2/3.5 mm but was previously treated with a stent. A 14 french medtronic (sentrant) external introducer sheath was used for the procedure. There was difficulty inserting the dcs and it would not pass the abdominal aorta. A procedural delay occurred as a result of the protrusion. Surgery was performed to remove the thrombosed aortic stent. A new valve was implanted. The patient died after the third surgery. Additional information was received that the death occurred one day following the valve implant procedure. The cause of death was not known, but the physician attributed the death to the first dcs but not the implanted valve or second dcs.

Manufacturer narrative:
Updated: b2, b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, three surgeries were performed. The first to bridge the femoral arteries, the second for the abdominal thrombosis and the third failed when they tried to remove the blood clots. Non-medtronic stent (begraft) was used during the procedure. During the valve advancement, the protrusion occurred with the delivery catheter system (dcs) capsule as it interacted with the iliac stents and subsequent aortic stent.